Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the helix exceeded specification the number of turns to extend and retract. The helix would not extend due to drive shaft lug stuck behind the retraction stop.

Event description:
It was further reported that x-ray revealed that the rv lead had dislodged again. During lead revision, the helix was retracted but popped back abruptly into housing. When the lead was removed from the patient, the helix would not deploy on multiple attempts. A new rv lead was implanted.

Event description:
It was reported that the patient is a twiddler and pulled the right ventricular (rv) lead, the right atrial (ra) lead, and the left ventricular (lv) lead out of position. The rv lead and the ra lead were repositioned and remains in use. The lv lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.